Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. Three electronic photos were provided for review. The photo shows the partial view of a clinician holding the tunneller with protecting sheath over it. A partial compound break was noted on the protective sheath. Therefore, the investigation is confirmed for the reported fracture issue. The definitive root cause could not be determined based upon available information. Labeling review: the reported material information is for disposable (single use) device and therefore a service history review is not applicable. B5, d4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using an hemostar. It was reported that during a dialysis catheter placement procedure, the subcutaneous tunnel entered the skin was allegedly found fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using an hemostar. It was reported that during the procedure, the cuff catheter was allegedly found fractured. The procedure was completed using another device. There was no reported patient injury.